Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was visible in the balloon and in the hypotube of the device. This is indicative of a leak being present in the balloon. The device was attached to an encore inflation unit, positive pressure was applied, and liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximally from the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and tactile examination found no kinks or damage to the hypotube of the device. However, blood was present in the hypotube. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use on an in-stent restenosed lesion. During the procedure, at several inflations, it was noted that the balloon ruptured. The balloon was removed from the patient's body without issue and the procedure was completed with a different device. No complications were reported and there was no problem with the patient condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use on an in-stent restenosed lesion. During the procedure, at several inflations, it was noted that the balloon ruptured. The balloon was removed from the patient's body without issue and the procedure was completed with a different device. No complications were reported and there was no problem with the patient condition post procedure.